Manufacturer narrative:
(B)(4).

Event description:
It was reported that an imaging catheter was stuck in stent. The target lesion was located in the 90% stenosed distal right coronary artery. After deploying a non bsc stent during percutaneous coronary intervention, an intravascular ultrasound (ivus) was performed using an opticross imaging catheter. In the process of withdrawing the opticross imaging catheter, it got stuck at the distal portion of the non bsc stent and resistance was encountered. To move the imaging catheter distally, it was disassembled. They cut the imaging catheter and removed the imaging core. Then an unspecified guide wire was inserted and it was able to remove the imaging catheter. As a result of this disassembling, they were unable to use the imaging catheter further. Physician commented that there are some causes for the stent stuck, therefore the cause of the stent stuck was unknown. As one of the reason for the stent stuck, a gap between the guidewire and the guidewire exit hole of the device might be induced to the implanted stent and stent stuck could have occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the devices were received for analysis. The device was returned with the telescope's strain relief cut into two pieces. The cut in the strain relief detached the sheath from the telescope section, exposing the imaging core. In addition, the imaging core looks intact as well as the sheath and the tip area. The guidewire exit port was lifted to 0.3mm in diameter. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Full image characterization testing cannot be performed based on the returned condition of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an imaging catheter was stuck in stent. The target lesion was located in the 90% stenosed distal right coronary artery. After deploying a non bsc stent during percutaneous coronary intervention, an intravascular ultrasound (ivus) was performed using an opticross imaging catheter. In the process of withdrawing the opticross imaging catheter, it got stuck at the distal portion of the non bsc stent and resistance was encountered. To move the imaging catheter distally, it was disassembled. They cut the imaging catheter and removed the imaging core. Then an unspecified guide wire was inserted and it was able to remove the imaging catheter. As a result of this disassembling, they were unable to use the imaging catheter further. Physician commented that there are some causes for the stent stuck, therefore the cause of the stent stuck was unknown. As one of the reason for the stent stuck, a gap between the guidewire and the guidewire exit hole of the device might be induced to the implanted stent and stent stuck could have occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.